Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within specific range. No replace battery alert, replace battery now alarm, low battery alert or power loss alarm noted during testing or in the pump trace download. Hardware low level failures alarm confirmed in the insulin pump history due broken trace on keypad assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump received pump error with replaced battery now alarm. The customer¿s blood glucose level was unknown. Customer reports that they received low battery alert prior to replaced battery now alarm. This was second occurrence of replaced battery alarm. The customer was also advised they may continue to wear pump until replacement arrives if they insert a new battery. The insulin pump will be returned for analysis.